Manufacturer narrative:
The technician replaced the siderail switch to stop the problem with the self run of the foot section.

Event description:
Information received indicates the siderail switch is shorted and is sending a signal to the main controller board to lower the foot section when the bed was plugged into an outlet.